Manufacturer narrative:
Replaced power management board to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported ac power failure and unit alarmed "internal failure and system may shut down" error message continuously. There was no reported patient involvement.